Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050702 captures the reportable event loop cutting problem. Imdrf device code a090402 captures the reportable event of energy generating problem.

Event description:
It was reported to boston scientific corporation that a captivator snare device was used in the stomach during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when the snare was opened to remove the polyp, it could not encircle the polyp. Next, an electric sphincterotome was connected in preparation for hot resection. However, when the snare was plugged in, it did not power on, and the polyp could not be removed. The procedure was completed with another captivator snare device. There were no patient complications reported as a result of this event.